Event description:
It was reported that the customer's insulin pump was going into threshold suspend and it was taking two hours for the sensor readings to catch up to his blood glucose. The customer stated that on occasion, the insulin pump would continue to beep that he is low and he would eat again and end up with high blood glucose. He reported that his insulin pump was alarming for low glucose, he ate 20 grams of carbohydrates and the pump went into threshold suspend, so he ate a granola bar as well. When he checked his blood glucose, it was over 200 mg/dl. The customer stated his blood glucose is usually higher than his sensor glucose readings. His blood glucose could not be checked as the customer was driving. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).